Event description:
It was reported that the reservoir migrated from the space of retzius to the lower abdomen. An inflatable penile prosthesis (ipp) revision surgery was performed in which the reservoir was removed and replaced by a new one in a new space. The patient had preexisting hernias in both sides of the lower abdomen. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists perforation as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the reservoir migrated from the space of retzius to the lower abdomen. An inflatable penile prosthesis (ipp) revision surgery was performed in which the reservoir was removed and replaced by a new one in a new space. The patient had hernias in both sides. The patient is expected to fully recover.